Event description:
A report was received from the study indicating that approximately 51 months post cypher stent implant the patient experienced stable angina ccsii. An coronary angiogram was performed and 80% restenosis was confirmed at the proximal right coronary artery (rca). The restenosis was treated via direct stenting using a 3.5 x 13mm promus stent with good results. The patient was discharged the next day. The patient was placed on aspirin, statin, beta blocker, angiotensin ii antagonist and clopidogrel for one year.

Manufacturer narrative:
Please reference manufacturing report # 9610978-2005-01754. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.